Event description:
The health care provider (hcp) reported via the company representative that the patient had their dbs system removed due to infection. The patient had gone in for a replacement battery because their generator was at end of battery life. An infection was discovered intraoperatively as there was pus spontaneously coming from the generator site. It was noted that there was no pus seen at the left retroauricular or cranial sites. The wound was washed out and debrided. Antibiotics prophylaxis was addressed. After the procedure the patient was sent to the post- operative care unit (pacu) for recovery. The system was removed on (B)(6) 2015. The patient successfully received a new dbs system on (B)(6) 2015. There were normal lead impedances and the generator was turned on at the end of the procedure. The indications for use (IFU) was parkinson¿s disease.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va019c5, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va019c5, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).